Manufacturer narrative:
This emdr is being submitted for an unknown number quantity". Based on the available information, this event is deemed to be serious injury complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive failure on (B)(6) 2026 as the infusion set site got bumped which can be the cause of bent cannula resulted in hyperglycemia and was treated with correction bolus via pump.